Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's replacement devices were the following: (left) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9558235 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9549501 sn: (B)(6) . In addition, the suspect medical devices were discarded. Mentor also became aware that on (B)(6) 2021, during the revision surgery, it was discovered that right implant was also ruptured. Subsequently, the patient underwent bilateral lateral capsulorrhaphy, inferior partial capsulectomy bilaterally, and fat grafting to the left lateral breast. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the left breast prosthesis. Complications on the right breast implant will be reported under mrn: 1645337-2021-08488 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2021, mentor received additional information indicating that the patient has been scheduled for possible bilateral replacement with two mentor gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 500cc mentor memorygel breast implants and experienced rupture on the left side possibly cause by a mammogram postoperatively. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.